Manufacturer narrative:
Additional information was added to the following fields: f10: patient code(s) this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this pacemaker was operating in safety mode, which permanently limits device function. It was noted that the patient felt discomfort around his chest and right arm area. Subsequently, this device was explanted and replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was operating in safety mode, which permanently limits device function. It was noted that the patient felt discomfort around his chest and right arm area. Subsequently, this device was explanted and replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.